Event description:
It was reported to medtronic neurosurgery that a strata shunt was explanted on (B)(6) 2015 due to over drainage. According to the report there was no injury to the patient. Reportedly, the patient is currently doing fine.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The device was originally reported to be a strata valve/shunt. However, the returned valve was identified as a delta valve, regular, performance level 1.0. The returned valve was patent, and met the requirements for reflux, pre-implantation, and leak testing. However, it did not meet the requirements for siphon and pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.